Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored on untreated episode and on treated episode due to artifact oversensing. In-clinic troubleshooting was conducted, and oversensing was present in both primary and secondary vectors once the patient, who is left-handed, moves their left arm. Alternate vector was free of these artifacts and showed a good, clear signal. As such, the device was reprogrammed to this vector. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored on untreated episode and on treated episode due to artifact oversensing. In-clinic troubleshooting was conducted, and oversensing was present in both primary and secondary vectors once the patient, who is left-handed, moves their left arm. Alternate vector was free of these artifacts and showed a good, clear signal. As such, the device was reprogrammed to this vector. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.